Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the patient's driveline could not be confirmed as no images were submitted and the device remains in use. A specific cause for the damage could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged) no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into clinic for tears in their driveline. The tear was noted to have been closer to the system controller. The tear was tapped until a clamshell can be put on the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient's driveline was confirmed through the onsite evaluation by an abbott representative. A specific cause for the damage could not be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024, a clamshell was put on the driveline for added protection on the tear. There were no active alarms at that time.